Event description:
This x25 torque driver which is used to final tighten the expedium caps has been found to be warn off at the end tip. Device will be forwarded on receipt.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3771406] was returned for evaluation. Visual examination indicated the driver distal tip has become stripped. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the x25 final tightener becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no emerging trends have been observed, this complaint file will be closed with no further action required.